Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator. It was reported an end of service (eos) code was seen. It was noted the device was off/disabled and no longer providing therapy. There was an allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. It was stated the therapy gave some benefit, but the patient had never received the therapeutic effect from the therapy that they thought they should or would. The patient went in for multiple programming sessions, and they tried turning it up, but it would "shock the crap out of them." This was why they decided to have the device turned off at night. It was stated the patient's tremors were worse up close which they were told were the hardest to manage. They wished they were told that before they went through with the surgery. Patient was redirected to their healthcare professional to discuss next steps. No further patient complications have been reported as a result of this event.